Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became frozen, and displayed horizontal lines on the left portion of the screen. There was no impact to customer's blood glucose level. Reportedly, customer has back up novolog and can obtain lantus if needed for insulin therapy.